Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damages on the returned pump. Multiple "no disposable" messages were found in the event history log. The pump was further tested and no alarming "no disposable" message was activated when attaching and infusing with the reported cassette.

Event description:
It was reported that a couple of hours after starting to use the product, an alarm was issued from the pump whose sensor had undergone adjustment. The alarm went off at 23:00. After replacing the pump with another one, sometimes the alarm sounded in the morning. No death or serious injury was reported in connection with this incident.